Event description:
It was reported that (3) 355sd were used during a laparoscopic cholecystectomy procedure. It was reported by the affiliate that the inner gasket fell into the pt. (Could retrieve from the pt). Only (1) device being returned, (2) discarded. Opened another device to complete the case. There was no consequence to pt.